Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that increased threshold and high pacing lead impedance were observed via remote transmission. The high threshold and high pacing lead impedance were confirmed when patient presented to hospital. Lead was capped.